Event description:
A system operator reported the laser would not fire when the surgeon pressed the footswitch. The system operator rebooted the system, reloaded the shot pattern and the surgeon was able to complete the procedure. The surgeon stated he was satisfied with the pt's outcome and the pt was not injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting on the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the field service engineer (fse) found the thyratron was firing intermittently. The fse replaced the laser chassis (which contains the thyratron) and performed a system verification. The returned part was bench tested and manufacturing was able to duplicate the intermittent firing of the thyratron. Conclusion: based on the evaluation results, the root cause is component related, specifically the thyratron. This report mailed in to FDA on: 06/23/2008.